Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had previously reported cartridge alarms, and although technical support planned to replace the pump, the customer already had a new one. They were advised not to insert a new sensor until the former sensor was stopped, and the customer understood the instructions.